Manufacturer narrative:
No sample was returned for evaluation. Internal rejects records for the past 24 months were reviewed and those records did not show any rejects related to the reported failure. The instructions for use state the following precautions to avoid the possibility of drain damage or breakage: avoid suturing through the drains to minimize the possibility of breakage. Drains should lie flat and in line with the skin exit path. Particular care should be taken to avoid any obstacles to the drain exit path. Drains should be checked for free motion during closure to minimize the possibility of breakage during/after removal. Drain removal should be done gently by hand. Drains should not be handled with pointed, toothed or blunt instruments which could cause cuts or nicks and lead to subsequent structural failure of the drain. Warning: drain breakage may require surgical removal. (B)(4).

Event description:
It was reported that the drain broke off in the pt's abdomen. The drain was surgically placed in the abdomen during a whipple procedure. Upon attempted routine removal, the drain snapped unexpectedly. The surgeon was not able to remove the indwelling drain portion at the pt's bedside. The pt was taken to the operating room for uncomplicated removal of the retained portion of the drain. The reporting facility requested to remain anonymous, therefore, no additional event info could be obtained.